Manufacturer narrative:
Investigation findings: to date, the device has not been received for evaluation. A follow-up report will be filed upon completion of an investigation.

Event description:
It was reported that during use of this oscillating saw in a left total knee replacement, the torque screws fell out of the bottom of the handpiece into the sterile field.